Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient stated that the cause of the device not working and losing stimulation may have been that they were not using it right. The patient stated that they had the device reprogrammed and has not had a problem since then. The patient stated that the device and stimulation is working fine. No patient symptoms or complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's device had stopped working four times within a week. The first time the device stopped working the battery had been at 50%. The second time they patient woke up at night and did not feel anything and they usually were able to feel tingling when they stretched. The patient was able to press the stimulation on key and it worked again, their battery was at 75%. The third time the patient's stimulation was working but when they went to sit in a chair they no longer felt stimulation. The patient was again able to turn stimulation on and get the device working again. The fourth time the patient's device stopped working was at night and stimulation was off. The patient was unsure if the events occurred when stimulation was off because he did not remember what the patient programmer showed. The patient did have adaptive stimulation set up and it was suggested the problem may be due to them changing positions with adaptive stimulation. The patient was directed to follow up with their primary healthcare professional. No further complications were reported as a result of this event.